Event description:
During implant procedure, decreased sensing and failure to retract were observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were helix mechanism issue and r-wave amp variation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of r-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.